Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in disconnect mode and required full synchronization. The technical support specialist tss dialed into station and logged in as carefusion admin. Followed the knowledge article title proper data sync 2.0 procedure and proper data synchronization was performed, but the station was initially unable to synchronize due to an ssl related error. The issue was resolved using the appropriate troubleshooting steps, after which the station successfully synchronized. Communication with the server was confirmed through the data synchronization log and hsv. The station was then rebooted back into carefusion admin, and the issue was confirmed resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, after completing pyxis server migration earlier that morning, the o pacu device went into disconnect mode and required a full sync to the new server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.